Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the seal was damaged and leaked air or gas. A new trocar was opened to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection noted that the obturator appeared intact. The circular seal was cut. The cannula, trocar and envelope seal appeared intact. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.